Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that "something did not seem right with the device". It was reported that the device was not helping like it used to and this began 2 months previously. It was noted that stimulation was turned up "pretty high", but it was turned down because it was uncomfortable. It was reported that "it's not working right, something's wrong". The patient could feel stimulation, but it was not helping with the pain. It was stated that the patient fell "a couple of months ago", it was not a "major fall but more of a stumble". It was noted that the patient had an appointment on (B)(6) 2013. Additional information received reported that the patient had noted a significant amount of "new" pain that was unrelated to what the stimulator was implanted for. The area he was referring to was "high thoracic". It was reported that the issue was addressed with the physician assistant (pa).

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n331053, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).